Manufacturer narrative:
Event summary: it was reported, during an ureteroscopy, the tip of a standard fixed core wire guide broke off and the wire stretched out. There were no challenges with the patient's anatomy. A grasper/basket was used to remove the broken tip from the patient. The patient was not injured and the case was completed successfully with no issue. Investigation - evaluation. Reviews of the complaint history, device history record, drawing, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One wire guide was returned for investigation. Physical examination of the returned device confirmed separation and elongation of the wire guide. The distal end of the wire guide was separated into two small pieces, one of which included the distal weld ball. The coil of the wire was elongated with the mandril and safety wire exposed. No measurements could be taken due to the condition of the returned device. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions, drawing, or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that the cause of the event can be traced to a component failure without a manufacturing or design deficiency. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 11sep2020: the procedure being performed was a ureteroscopy. There were no challenges with the patient's anatomy. A grasper/basket was used to remove the broken tip.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified procedure, the tip of a standard fixed core wire guide broke off and the wire stretched out. The tip that broke off was removed from the patient. The patient was not injured and the case was completed successfully with no issue. Additional information has been requested. At the time of this report, no further information has been provided.